Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with no physical damages. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed no evidence of the reported event. To further investigate, an accuracy test was performed. Customer problem was duplicated. After running three separate accuracy tests, the device was found to be over delivering to the manufacturing specifications. It was found that the expulsor was out of mechanical spec. Root cause is unknown. It is recommended that the expulsor be replaced in order to bring the delivery into more nominal of a range.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed volume accuracy test (21.434). No patient was involved in this event. No adverse effects were reported.